Event description:
According to the information received, electrode broke at the end of the case. They changed the electrode and finished the case. After the set was cleaned in mdrd, it was noted that the scope had been damaged. No injury to patient reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).